Event description:
Reporter alleged blood glucose measured 45 mg/dl at 6:08 pm back to back with a result of 135 mg/dl performed at 6:09 pm. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.